Event description:
It was reported that this right ventricular lead was attempted to be implanted due experiencing dislodgement. Due to this, pacing inhibition was observed. Additionally, it was noted that the lead experienced damage during the implant procedure. It was decided to replace the lead and another one was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular lead was attempted to be implanted due experiencing dislodgement. Due to this, pacing inhibition was observed. Additionally, it was noted that the lead experienced damage during the implant procedure. It was decided to replace the lead and another one was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.